Event description:
It was reported that a 40-year-old female patient underwent a breast implantation procedure with unspecified mentor saline breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal and replacement with mentor gel breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 19, 2022, additional information was received indicating the impacted product was a non-mentor device. As a result, this event no longer qualifies as MDR reportable, and no further investigation will take place. Manufacturer¿s reference number: (B)(4).